Event description:
It was reported by service report that the stretcher would not go into brake or steer. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.